Event description:
It was reported that 107 bd maxplus¿ extension set experienced component separation. The following information was provided by the initial reporter: our assembly team discovered the extension set connectors loose, partially screwed on, and missing from the extension set tubing out of the vendor bag.

Manufacturer narrative:
Device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: the customer reported the sets are partially assembled, and returned 107 unused samples of material mp5214c-bns. The samples all came neatly organized with the sets in one bag and the unattached maxplus connectors in another. The customer found the maxplus to be connected loosely to the set, and the complaint is verified. Two of the 107 were separated at the luer/tubing connection, and the root cause for these is insufficient solvent. The root cause for the other 105 is an issue with the assembly process, and these sets are all hand-tightened. A device history record review for model mp5314c-bns lot number 21129125 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that 107 bd maxplus¿ extension set experienced component separation. The following information was provided by the initial reporter: our assembly team discovered the extension set connectors loose, partially screwed on, and missing from the extension set tubing out of the vendor bag.